Manufacturer narrative:
The reported failure of motor shutdown and the device software has detected a large pressure drop between the monitor and outlet pressure sensors is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6) did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.

Event description:
The manufacturer received information that a trilogy evo ventilator inoperative alarm occurred. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The trilogy evo was evaluated by the manufacturer service center, and the customers complaint was confirmed. During the device evaluation a critical error code in relation to motor_shutdown and the device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor) was recorded in the device event log. In addition, the blower was corroded and covered with white corrosion powder. In conclusion the blower assembly and system board were replaced to address the issue. An additional error code in relation to mcl_foc_shutdown unrelated to the reported malfunction was also noted in the event log. The muffler assembly and air inlet foam filter were replaced as a part of the required 4-year preventative maintenance. According to the 4-year preventative maintenance assessment results, the valves and battery are in normal condition, therefore no replacement was required. The device was cleaned, tested, and passed all final testing.